Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that "skin reaction" occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that a skin reaction (infection) at the puncture site occurred. The sensor was cleansed with soap and water prior to insertion. The customer indicated, ¿my second stelo failed within 24 hours and gave me a staph infection.¿ symptoms at the site included a rash with redness, inflammation, drainage, and an infection. She had itching sensations in the area. Although no health care professional (hcp) was specified, she started taking a prescription oral antibiotic (doxycycline) on (B)(6) 2025 to resolve the infection. No other customer or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.